Event description:
During a ptca treatment procedure involving a 99% stenotic lesion in the middle portion of the lad artery, the maverick2 monorail balloon ruptured at 14 atm's on the third inflation. The pt was asymptomatic during this event. A balance guidewire (unk size) and an bright tip guide catheter (unk size) were also used, but the sizes and types of introducer sheath and inflation device used are unk. The maverick2 monorall balloon was discarded by the facility. No pt injuries or procedural complications were reported. Pt status is reported as 'good'.